Event description:
It was reported by the customer that the fowler was stuck at mid-height, electronically and manually. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - ball screw weldment.